Event description:
According to the available information, a retrospective single-arm study took place in which a total of 123 consecutive patients with intrinsic sphincteric deficiency (isd) were selected among women who underwent an altis implantation for isd, after unsuccessful previous conservative treatment. Of the 123 included patients, 16 were excluded, not meeting inclusion criteria. Cure rate was evaluated objectively, using a standardized cough stress test and urodynamics, and subjectively using the patient global impression of improvement. Complications were assessed intraoperatively, perioperatively, and postoperatively. Six, 12, and 36 months of follow-ups were analyzed for the study. No intraoperative complications were observed. No women were obstructed. Ten patients reported postoperative complications, although most of them were clavien-dindo grade I and self-limited. Four women presented with pelvic pain, which was resolved with paracetamol per os. Two patients showed de novo overactive bladder, and two patients experienced urinary retention, all with spontaneous resolution within three weeks from surgery. One patient experience urinary tract infection, which was treated with oral antibiotics. One case of dyspareunia showed spontaneous resolution within one month from implant.

Manufacturer narrative:
Citation: morciano a, marzo g, caliandro d, fachechi g, giaquinto a, campagna g, panico g, ercoli a, muzzupapa g, cicinelli e, scambia g, cervigni m. Altis® adjustable single incision sling system for treatment of intrinsic sphincteric deficiency: a 3-year follow-up observational study. Female pelvic med reconstr surg. 2022 may 12. Epub ahead of print. Pmid: (B)(4). Doi: 10.1097/spv.0000000000001200. Median age at baseline 54 (49-67). Implant date: patients were implanted from (B)(6) 2015 to (B)(6) 2017. (B)(4). Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.